Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed, however, abbott technical support was later contacted and recommended further investigation. Provocative testing was performed but no noise could be reproduced. In addition, x-ray imaging was also performed, however, no lead anomalies could be observed. Lead revision is being considered, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.